Event description:
Rep states that the "pt was catheterized...the catheter bent inside the pt and could not be removed." The rep was told "that the pt had a tight sphincter and when the catheter was passed through it bent at that point." The pt's dr "had to take the child to surgery for removal (of the catheter). (The) catheter did not break off in (the) pt. (The) pt had hypospadius surgery in the past. (The) pt (is) presently doing well."